Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling "dizzy and lightheaded since about 2 weeks after implant". Patient reported feeling worse now than before device was implanted. Follow-up to determine cause of patient symptoms was unsuccessful. The device is still in use. No patient complications were reported as a result of this event.